Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. There was no report of injury or medical intervention.

Manufacturer narrative:
The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint returned receiver ((B)(4)/lot number 5148415) was visually inspected and the universal serial bus (usb) was found broken. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of inaccuracies. A definitive root cause could not be determined.